Event description:
A prismaflex was observed to removed 243 ml of fluid during one hour when it was programmed to remove 0 ml per hour. In the next hour the machine removed 14 ml of fluid when programmed to remove 0 ml per hour. The pt was disconnected and his blood was returned and the treatment continued on another prismaflex. There were no clinical consequences to the pt as a result of the reported event. The pt is septic and in renal failure. The pt continuously received vasopressors to maintain his blood pressure.